Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: a review of the black box revealed multiple call service 064 alarms with high force occurring due occlusion during prime. The returned battery cap and cartridge cap were used to complete the investigation. There were no ¿cs064¿ alarms or any errors, alarms or warnings (eaw) that occurred during the investigation. The product performed within specification. The reported ¿cs064¿ was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.